Manufacturer narrative:
Product event summary - the partial lead was returned in segments and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: d334trg ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was also reported that the left ventricular lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.